Event description:
It was reported the programmer will not recognize and interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis determined that the reported telemetry issue was with the radio frequency programmer head and not with the programmer, which was able to interrogate with a known good programmer head. Analysis did find that the lower case was missing its "feet" and the lower case was replaced. Concomitant medical products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer will not recognize and interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.